Manufacturer narrative:
The device was received for evaluation. During functional testing, over infusion was not reproduced but during flow rate testing was found to under deliver. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an pumps that are infusing too high of a rate than the one programmed during setup. There was no patient involvement. No additional information is available.